Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure the setscrew of the device would rotate and click but would not fixated the lead properly and the lead would pull out. The device was removed from the patient and another device was used. No patient complications have been reported as a result of this event.